Manufacturer narrative:
Patient weight not available from the site. RMA issued. Replacement camera shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that initially the psu powered up normally, but soon the amber fault light came on indicating a hardware fault and rendering the psu non-functional. The event log had recorded several occurrences of the illuminator current moving in and out of range. Electrical failure, illuminator current out-of-range, directly caused the event. Reported issue was replicated.

Event description:
A medtronic representative reported that, while in a biopsy procedure, the navigation system camera displayed an amber fault light. Re-booting the system resolved the issue initially, however, it reoccurred. The surgeon opted to discontinue use of the navigation system and halted the surgery. There had been no incision made on the patient.